Event description:
A luge wire was used to go retrograde from the circumflex into the vein graft. This was done through an exchange catheter. On bringing the luge wire back into the exchange catheter, the radiopaque tip of the wire separated from the wire core. Size: 0.014 in x 300 cm. (B)(4).